Event description:
It was reported that the fiber broke without much force or use. The procedure was completed using an another fiber. There were no patient complications to report.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first name, MFR contact last name, MFR contact email upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The device was visually and microscopically examined. Microscopic inspection of the fiber tip indicated that it was broken off. There were no signs of breakage along length of fiber and the fiber connector had no defects. The reported complaint for fiber broken was confirmed. Based on all the available information and objective evidence from the product analysis being able to confirm the reported complaint, this investigation is being assigned a conclusion code of cause traced to component failure.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The device was visually and microscopically examined. Microscopic inspection of the fiber tip indicated that it was broken off. There were no signs of breakage along length of fiber and the fiber connector had no defects. The reported complaint for fiber broken was confirmed. Based on all the available information and objective evidence from the product analysis being able to confirm the reported complaint, this investigation is being assigned a conclusion code of cause traced to component failure.

Event description:
It was reported that the during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke without much force or use. The procedure was completed using another fiber. There were no patient complications to report.

Event description:
It was reported that the fiber broke without much force or use. The procedure was completed using another fiber. There were no patient complications to report.